Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead was suspected to have fractured due to exhibited high out of range impedances. No plans have been made at this time for intervention. No adverse patient effects were reported. The lead remains in service. The device was not returned for analysis, therefore product analysis was completed using available information. The allegation of fracture was not confirmed by product analysis due to device not returned for analysis and product record reviews did not identify a product quality issue or new patient harm, it was concluded that unknown factors most likely contributed to the event and a cause was not able to be established. Additional information received indicates that there was a signal artifact monitor (sam) episode prior to the high out of range pacing impedance. There was also loss of capture (loc) observed in a rythmiq episode. Technical services (ts) provided multiple troubleshooting actions. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up visit, this right atrial (ra) lead was suspected to have fractured due to exhibited high out of range impedances. No plans have been made at this time for intervention. No adverse patient effects were reported. The lead remains in service.